Manufacturer narrative:
Pt info: unk. Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault was observed. Lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown. D6b: (B)(6) 2022. Claim# (B)(4).